Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Caller reports patient attempted to charge their  implant yesterday about 3-4 times and was unsuccessful in getting the charging screen. Caller reports patient also mention they had different times when charging their implant, taking about 6-8 hours to charge their implant. Caller reports this has been having a long time, asked unknown timeframe. Caller reports patient's implant is easily palpable. Caller reported they were able to get all 8 coupling bars after antenna locator. Caller reports patient's device was discharged, not overdischarge. Suggest continuing charging patient's implant to full. Reviewed MRI mode is accessible with the patient programmer.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturing representative (rep). The rep reported the cause of the pocket issue, charging issue, and overdischarge was due to poor connectivity with the charging unit. They improved connectivity of charging with antenna locate feature. The issue has been resolved and patient is able to fully charge. Weight was asked, but not made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.